Event description:
It was reported that the patient presented in clinic with complaints of feeling light headed. During revision of stored electrograms rv lead noise was observed. Reprogramming changes were made. The patient was admitted to the hospital and the lead was subsequently capped and replaced on (B)(6) 2017. The patient condition was stable.